Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to software problem. Vyaire medical ts added a flow criterion for better distinction between a true mechanical occlusion and an occlusion triggered by the patient through excessive inspiratory and expiratory breathing, resulting in a high proximal pressure reading. If the pressure does not decrease due to a high exhalation flow and a positive error pressure occurs, then an occlusion alarm will not be triggered anymore. Issue has been resolved with v6.0.1600.0.

Manufacturer narrative:
"Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and performed a unit repair and initial testing, updated to (B)(4). Software. Initial analysis revealed that the all systems normal and ready for return to service. Therefore, no exact root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
The customer reported bellavista1000e us having occlusion alarm and exhaled tidal volume (vte) is not showing. Furthermore, the reporter was not sure for patient involvement during the event.